Manufacturer narrative:
Results: during functional analysis, the penumbra system aspiration pump max 110v (pump max) was plugged in and powered on and functioned as intended. The pump max was power cycled on/off ten times and generated maximum vacuum pressure each time without an issue. Conclusions: evaluation of the returned device revealed that the pump max was functional. The pump max was plugged in and powered on and functioned as intended. The pump max was then power cycled on/off ten times and generated full vacuum pressure each time. Therefore, the root cause of the pump max not producing vacuum could not be determined. Penumbra pumps are visually inspected and 100% functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system aspiration pump max 110v (pump max). During the procedure, the physician advanced a non-penumbra balloon catheter toward the mca, then advanced a penumbra system 5max ace reperfusion catheter (5max ace) and a penumbra system 3max reperfusion catheter (3max) through the balloon catheter. Next, the physician connected the pump max to the 5max ace and turned on the pump max. However, upon powering the pump max on, no vacuum was produced. Therefore, the pump max was disconnected and the procedure was completed using a second pump max, the same 5max ace and 3max. There was no report of an adverse effect to the patient.